Event description:
Related manufacturer reference number 1627487-2019-12039.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12039. It was reported that the patient experienced lead migration. Surgical intervention took place to explant and replace the patient's leads. Surgery addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-12039.